Manufacturer narrative:
Product event summary: analysis confirmed the reported event; output connector assembly was broken.

Event description:
It was reported that both the ventricular and atrial connectors of the external pulse generator (egp) were broken and would not function properly as the connector clip did not having anything to hold onto. The epg was returned for service. No patient complications have been reported as a result of this event.